Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: rx voyager; guide wire: whisper; guide cath: (B)(6). There was no reported product deficiency. The reported patient effect of dissection, as listed in the mini vision instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. It should be noted that the IFU states, implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that predilatation was performed with an rx voyager. After deployment of the multi-link mini vision was performed, a dissection was noted, which was treated with another mini vision stent. No additional patient effects were noted. No additional information was provided.